Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter is giving inaccurate high reading of "211 mg/dl" compared to "130 mg/dl" compared to another meter. The reported readings were taken within 30 minutes of each other. The complaint is classified according to the documentation of the customer care advocate (cca). The patient manages his diabetes with self adjusting insulin. On (B) (6) 2010 at 9 am, the patient reportedly took 21 units of lantus and 16 units of novolog insulin per the alleged reading of "211 mg/dl." At 10:15 am, the patient developed symptoms described as "shaky", weak, and scared." The patient tested on another meter obtaining a blood glucose reading of "62 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. During troubleshooting, the cca noted that the testing process was correct, the test strips were in good condition and within the discard date, and the results were taken from an approved sample site. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hypoglycemia after he took insulin per the alleged lfs meter reading. Replacement products were sent to the patient.